Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device ran in safety (power broken) and the modified set screw failed the loctite assessment. Therefore, the reported condition was confirmed. The cause of the power broken was determined to be due to failure to follow the directions for use and running the device in the safe or load position. The cause of the modified set crew failing loctite assessment was determined to be consistent with improper loctite application which is related to manufacturing. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a tag on it indicating that it was broken. During in-house engineering evaluation, it was determined that the motor device ran in safety (power broken) and the modified set screw failed the loctite assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.